Manufacturer narrative:
Citation: dagnegård h et al. Ventricular septal perforation caused by the strut of a mitral valve bioprosthesis. Ann thorac surg 2016 mar;101:1164¿6. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6) female patient presented with endocarditis of the native mitral valve (blood cultures positive for staphylococcus lugdunensis). In surgery portions of the valve leaflets noted with vegetation were resected, and a medtronic 31-mm hancock ii mitral bioprosthesis (serial number not provided) was implanted. Routine intraoperative transesophageal echocardiography (tee) showed normal bioprosthesis function and no left ventricular outflow tract obstruction. After 3 days of general progress, the patient developed dyspnea and peripheral edema. Transthoracic echocardiography (tte) showed perforation of the ventricular septum originating below the right coronary cusp, where the corresponding strut of the bioprosthesis protruded into the defect. The bioprosthesis was noted as functioning well and the right ventricle was not dilated. At 6 days post-implant, the patient underwent a reoperation where it was confirmed that the bioprosthesis valve strut had eroded into the muscular ventricular septum below the right aortic cusp. After removal of the bioprosthesis, pledgeted sutures were placed to secure a bovine pericardial patch over the defect and a new 27-mm mechanical prosthesis (brand/model/serial number not provided) was implanted. Perioperative tee showed a minimal residual leak over the septum and tte showed a minimal residual ventricular septal defect, whic h was accepted. The postoperative course was uneventful. At 7 days post-implant a permanent pacemaker was implanted to address atrial fibrillation. Seven months post-implant the patient was monitored by a cardiologist with daily activity level continuing to progress. The authors cautioned that appropriate prosthesis size selection and orientation are critical to allow for adequate hemodynamic performance while avoiding distending the annulus and possible septal wall complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.